Event description:
Report 8 of 10 it was reported that during blood collection of one patient using bd vacutainer® ultratouch¿ push button blood collection set, the tubing of one device was broken resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection e.1 initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.